Event description:
Customer's family member called to report the pump had a blank display. It was stated that the customer was working around a photo machine: the unit was in their pocket and did not use any case. The batteries were replaced however the blank display continued.